Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right atrial (ra) lead exhibited noise leading to oversensing. The patient will further be monitored. The patient was in stable condition.